Event description:
In 2009, the patient reported experiencing elevated blood glucose since two days earlier. Her normal blood glucose level is below 200 mg/dl. She stated that today at 12:00pm, her blood glucose measure 564 mg/dl and she discovered that her basal rates were set as 0.0 u/h for all hours. She stated that she "thought she confirmed the basal rates but does not swear to it." She programmed the basal rates into the infusion device and an hour after lunch, her blood glucose measured over 400 mg/dl and she did not bolus. She ran errands and ate and bolused and at the time of the report her blood glucose measured 441 mg/dl. To troubleshoot, the patient confirmed that the basal rates and the time and date were programmed correctly on the infusion device. She was instructed to disconnect from the infusion site and she was able to perform a prime successfully. Upon follow up twenty days prior to original date, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.